Manufacturer narrative:
Follow-up #1 04/18/2013 -device evaluation correction:the following information was inadvertently omitted from the previous report. The pump display screen was found to be discolored. A test screen was inserted and the display returned to normal.

Event description:
The pump was returned to animas. Evaluation performed by product analysis revealed an out of calibration force sensor and dislodged force sensor pins. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2011 with the following findings: a review of the pump history found no evidence of loss of cartridge detection. During testing the rewind, load, and prime steps were performed successfully. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the force sensor issue, the display screen was found to be. (B)(4).